Event description:
The distributor reported that the down arrow button was sticking.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that there was contamination under the down button contact. The down button intermittently activated pump functions when pressed. No conclusion can be made at this time.